Event description:
It was reported that this brady lead was not successfully implanted as the lead was damaged when the physician tried to advance the lead into the sheath. Furthermore, this lead did not go into the patient's body. Also, this lead was discarded. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Revision to fields f10 and h6 device codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this brady lead was not successfully implanted as the lead was damaged when the physician tried to advance the lead into the sheath. Furthermore, this lead did not go into the patient's body. Also, this lead was discarded. A new lead with the same model was implanted. No adverse patient effects were reported.